Event description:
Caller reported a potential false positive result on triage troponin I (tni) test vs access instrument. A male pt came to the ed and had cardiac testing performed using the triage meter with a positive tni result. The physician questioned the original result so the same sample was sent to the main lab and run on the triage meter with negative results. A sample drawn at the same time was run on the access for troponin I. Results were negative. Pt was not admitted.

Manufacturer narrative:
Product support tested 2 returned pt samples as well as 2 normal whole blood donors on retained and customer returned profiler lot w48404. Pt samples also tested on access2. Observations were for tni: unable to reproduce elevated tni results on retained or returned devices. All tni values <0.05ng/ml for both pt samples on profiler lot w48404. All values on access2 for pt samples were 0.00ng/ml. All data points with normal whole blood donors were within mfg specs. Cal h (positive control) was tested on profiler lot w48404 for another complaint. All data points within mfg 2sd range on retained devices. Cal z (negative control) tested on customer returned devices. No false positive results were observed. All results provided by customer all below clinical cutoff of 0.40ng/ml as stated in pi. No high bias or false positive results were observed. (B)(4). No corrective action is required at this time as no product deficiency was established.